Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during an eye cancer procedure, tissue frequently stuck to the jaws of the device after sealing. Cleaning the jaws did not resolve the issue. A new device was used to continue the procedure, and there was no patient injury.

Manufacturer narrative:
Date of initial report: 2017-06-26 date of follow-up report: 2017-08-14. One lf1212 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The customer reported that tissue stuck to the device. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No tissue sticking occurred. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.